Event description:
It was reported that during an unknown procedure, the device would not close the clips. No other information was provided.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.